Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related regulatory report number: MDR-2018-23066. During follow-up, multiple oversensing episodes were noted due to noise on the atrial and ventricular leads. No noise was visible during provocative maneuvers. The physician will continue to monitor the patient by follow-up, and the patient was in stable condition.